Event description:
During pt follow-up, no output was detected. The device subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.